Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) cervical radiculopathy. It was reported that patient was having poor communication. Patient reported he was having problems with the recharger. Patient reports getting the reposition antenna screen on the implantable neurostimulator recharger (insr). The last time the patient successfully charged their device was (B)(6) 2018. Patient reported the last charge session was more than one to three months ago. Patient programmer showed poor communication message. Patient redirected to health care professional (hcp) to address possible overdischarge. Patient is meeting with the rep ((B)(6) 2018) to resolve the issue. Additional information received from the consumer. It was reported that the circumstances that led to the poor communication and reposition antenna screen was due to the fact that the battery was 9 years old (although the manufacturer's records show that it lasted less than 9 years). They patient had the battery changed and the issue was resolved. No further complications reported.